Event description:
Caller reported a malfunction on the pump, which caused blood glucose levels to exceed the normal range, specifically displaying "high". Customer addressed the high blood glucose level with a correction injection via manual daily insulin. Technical support assisted the caller in resetting the pump, resolving the issue without recurrence, and advised the caller to contact support again if the malfunction code reappears. Caller acknowledged and understood the instructions, and continued using the pump.